Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced cardiac perforation. Intervention is surgery. The clinician perforated the left atrial appendage causing an effusion. No catheters are available for return and it is not confirmed how this perforation occurred. However, the medical team suspected this was done by the wire of the transseptal sl0 sheath. The patient needed a sternotomy. The patient fully recovered however required extended hospitalization due to the surgery. Ablation occurred before the pericardial effusion. It is possible but unconfirmed and not suspected by the physicians that the stsf catheter is responsible for the perforation. No bwi/vizigo sheath was used for transseptal puncture.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).